Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the lad and one resolute onyx stent was implanted into the rca. On the same day, side branch occlusion of the rca was observed. No intervention was performed. The patient is not recovered. The investigator assessed the event as probably related to the index device and not related to anti-platelet medication.